Event description:
It was reported that a pt underwent a hysterectomy and a sling procedure in 2007. The pt underwent a second surgery three months later to repair a mesh erosion and loosen the bands. After the surgeries, the pt had scar tissue, painful sex, and changed quality of life. The pt searched for 2.5 years, seeing specialists and undergoing testing. A CT and MRI were normal. A year later, the pt experienced her bladder starting to prolapse again. In 2009, the symptoms worsened and the pt had inflamed lymph nodes and bloody discharge. The pt was found to have an infected right fallopian tube and one month later underwent surgery to remove the fallopian tube. During the surgery, the surgeon found a "foreign object mesh erosion" and the pt was sent to another urogynecologist who conducted testing and found that the pt had a mesh erosion through the back wall of the vagina. Also, mesh was eroding on both sides of the bladder. The pt has incontinence and a rectocele, and the new doctor has scheduled the pt for surgery to remove the mesh and for the incontinence. Another surgery is to be set for re-slinging the bladder using a smaller sling and to fix the rectocele. The pt has had painful sex since 2007, pain, and pelvic inflammatory disease.

Manufacturer narrative:
Date sent to the FDA: 10/15/2009. Dyspareunia - bladder prolapse. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.